Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. He indicated that prior to contacting dario, at around 06:45 pm, he was getting high blood glucose (bg) level of 478 mg/dl and had injected himself with insulin. Later on, at 11:00 pm, he got a bg level reading of 363 mg/dl and had injected more insulin. At 5 am, he again measured his bg level and got a reading of 422 mg/dl, he mentioned that this reading drew his attention, so he checked his bg level with another meter which measured his bg level to be 214 mg/dl. The user reported that he keeps his unopened cartridges of strips in his cooler. He reported that the lot number of his open cartridge of strips is 19524a1, the lot number's DHR was reviewed - no non-conformance was noted. The user mentioned that he did not go to his doctor or to the ER due to the above issue, he did not mention any side effects and did not seek any further medical intervention. The user was sent a replacement of dario's strips and control solution. Follow up with the customer was attempted, however, no response has been received to date. No resolution is available.